Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
On 2015-08-11, information was received from a patient who was receiving an unknown medication via an implantable pump. Indications for use included non-malignant pain. Concomitant medications and medical history were not reported. On (B)(6) 2014, the patient's pump was removed due to an infection of bacterial meningitis; the patient had to have emergency surgery to have it removed. There was no direct allegation against the implanted system. No additional information was provided. Additional information regarding the drug in the pump (including concentration, dose, dates of therapy, and lot number), concomitant medications, medical history, diagnostics related to the bacterial meningitis, and resolution has been requested. If additional information is received, a follow-up report will be sent.